Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported an unspecified malfunction alarm occurred. No impact to the customer¿s blood glucose. Customer reported not having alternative insulin therapy. The customer declined any further assistance or follow up from tandem technical support.